Event description:
It was reported that the unit goes into standby when the light cable is plugged in. No error code was generated.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.